Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a trs handpiece did not work. This was discovered after the patient stayed under g.I. The back up unit was delivered immediately. The surgery was delayed for 30 minutes. The material has not yet been received. This is report 1 of 1 for complaint (B)(4).